Event description:
Revision surgery - due to the pt having an infection. The surgeon removed all of the original product and implanted a foundation stem and head. He sealed it with an antibiotic cement until the infection is cleared.